Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported needle clog verbatim: pharmacist called on behalf of "spanish speaking consumer" stated, consumer says needles are "clogged" stated, consumer had the box with him and wanted to return it for the novo fine pen needles stated, it was the first time consumer purchased a box of nano pen needles and did not like them pharmacist tested 2 pen needles from box and was able to prime them successfully. When she started to go over instructions with consumer on "how to prime", pharmacist stated, consumer took his box back and walked out of the store. According to pharmacist, she could not get any additional information from box or consumers information."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported needle clog. Verbatim: pharmacist called on behalf of "spanish speaking consumer" stated, consumer says needles are "clogged" stated, consumer had the box with him and wanted to return it for the novo fine pen needles stated, it was the first time consumer purchased a box of nano pen needles and did not like them pharmacist tested 2 pen needles from box and was able to prime them successfully. When she started to go over instructions with consumer on "how to prime", pharmacist stated, consumer took his box back and walked out of the store. According to pharmacist, she could not get any additional information from box or consumers information."